Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have unexplained high blood glucose of 366 mg/dl. Customer's blood glucose at the time of call was 170 mg/dl. Customer inquired and was educated of the meaning of "active insulin". Customer states healthcare professional was not sure of reason customer had high blood glucose. Customer states blood glucose lowered once he got home from visiting healthcare professional. Once customer received tubing clamp he was able to troubleshoot for high blood glucose. During troubleshooting, it was found that cannula was not bent, it was found that there were air bubbles near pump. Air bubbles did not move while attempting to remove them. Customer was advised that the problem may be a damaged tubing and not air bubbles. Customer was also advised by nutritionist that high blood glucose may have been caused by customer not washing hands before checking blood glucose. No further information provided.